Event description:
It was reported that the plaintiff underwent a back surgery on or about 1999. Vicryl sutures were used in the surgery. The attorney alleges that the plaintiff developed an infection which caused injury including permanent organ damage.